Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to oversensing in the right ventricular (rv) channel. The rv lead is a competitor lead. Additionally, the device was reprogrammed and this patient will continue to be monitored via latitude. At this time, this ICD remains in service and there were no additional adverse patient effects reported. Additional information was provided on 27oct2020, this device triggered a fault code 1004 with shock impedance low out of range at 12.5 ohms on 18oct2020. Boston scientific technical services recommended this device and competitor lead to be replaced. No additional adverse patient effects were reported.